Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure, a farawave 31 mm was selected for use. The first farawave catheter experienced guidewire stuck with a boston scientific rosen wire. During this case, the farawave system was inserted into the left atrium and at that time it was noted that the rosen wire would not advance, or retract freely or at all in the farawave catheter. Upon attempting to manipulate the rosen out of the body, it would not move. We elected to use another farawave catheter/wire combo to replace this first catheter/wire. The second farawave catheter was inserted into the left atrium and after preparing the farastar system, the electrograms on spline 1 were all noise. After attempting to adjust pinning, troubleshooting the pinning cable in the farastar generator, and unplugging/plugging back in, the noise on the catheter remained. We elected to open a third catheter to exchange for with this catheter. The system was removed, and again, that rosen wire became stuck in the farawave catheter. They were again removed and the wire was attempted to be removed on the table without success. The third farawave catheter was opened and used to complete the case without any patient complications. The patient is expected to fully recovery.